Event description:
Upon an inspection of the evis lucera duodenovideoscope by an olympus technician at an olympus repair facility following reports of a broken forceps lifting wire, it was discovered that there was a gap in the adhesive on the distal end of the scope, and that particulate matter had entered the lens through that gap. There were no reports of patient or user harm associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
As part of the investigation into a reported forceps lifting wire issue, a physical evaluation of the device was conducted by an olympus repair technician at an olympus repair facility. During this evaluation, it was discovered that there was a gap in the adhesive on the distal end of the scope, and that particulate matter had entered the lens through that gap. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the adhesive on illumination lens coming off could not be determined, however, it is likely that the issue is the result of use stress or due to external factors and handling. Olympus will continue to monitor field performance for this device.